Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that they were having sensor reading discrepancies. The customer¿s blood glucose reading was 371 mg/dl while their sensor glucose reading was 71 mg/dl. The sensor and blood glucose difference are not within target range. Insulin delivery was suspended due to sensor glucose of 59 mg/dl. The suspend limit in sensor setting is 80 mg/dl. Troubleshooting was performed. The sensor will not be returned for analysis.

Manufacturer narrative:
Inspected 1 opened/used partial sensor and performed continuity resistance test and sensor passed per specifications. Performed the sensor initialization test using a new lab transmitter with a paradigm pump, connected the sensor to the transmitter and placed it in 100 buffered test solution, confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensor. Sensor passed per specifications. Cannot perform buffered test solution test as the sensor is beyond its expiration date. Unable to confirm insertion/needle complaint due to customer return sensor no needle.